Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor pod fell off of patient's body and sensor wire remained at site of insertion. Patient's mother stated they were able to remove the sensor wire afterwards. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).